Event description:
During an egd procedure the physician used a wilson-cook triclip endoscopic clipping device to ligate. The endoscopic was in a retroflexed position. The clip grasped the tissue site well but would not release from the drive cable. With further manipulation the clip was successfully released from the drive cable. The device handle separated during manipulation. An injury to the pt was not reported.